Event description:
A patient reported that their top right molar has been having tooth sensitivity to cold drinks and the patient stated it started about two days ago.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Report #3014845255-2024-03290 is a duplicate of report #3014845255-2024-00654 issued on 07-18-2024.